Manufacturer narrative:
Other text: additional information received: the issue was detected when inner cannula was removed for cleaning. The tube was left in patient with no inner cannula. The following week the patient reported to the ent department for inner cannula to be placed. No adverse effects reported.

Manufacturer narrative:
One used sample was returned for evaluation. The device was examined; this showed the device pull rings were damaged. The reported issue could be confirmed during examination. The investigation included a review of the manufacturing process; this showed no process operation that would induce damage to the molded ring/hub area. The manufacturing process includes a 100% examination of the hub molded area; the hubs are checked for damage and molding issues. The investigation determined the most likely cause of the issue was damage occurring during use.

Event description:
It was reported the inner cannula partially broke. No adverse effects reported.